Manufacturer narrative:
On may 19, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On april 20, 2023, mentor received additional information indicating that the patient's date of explantation was rescheduled to (B)(6) 2023.

Event description:
It was reported that a 68-year old caucasian female patient underwent breast augmentation revision with two 300cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination, with bilateral breast capsular contractures with scarring (baker grade unspecified) and breast falling off the implants and bilateral breast implant ruptures. Ruptures were diagnosed via MRI. As a result, the patient has been scheduled for bilateral breast implant removal surgery on (B)(6) 2023. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Explantation date: (B)(6) 2023 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, device migration, material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 5, 2023, mentor received additional information indicating that the patient's implants were replaced with the following devices: (right) 300cc mentor memorygel breast implant catalog: 3543007mc lot: 9823962 sn: (B)(6) and (left) 300cc mentor memorygel breast implant catalog: 3543007mc lot: 9823962 sn: (B)(6). On june 6, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 300cc breast implant had a crease/fold extended from the anterior to the posterior view. In addition, a tear was found within the crease/fold on the posterior view, measuring approximately 0.7 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Manufacturer narrative:
After clinical/secondary review of this file performed on february 13, 2023, it was decided to remove medical device problem code a0412, to more accurately capture the reported event.